Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms. Additionally, the sensing was noted to be low. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.